Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing showed that the device was charging when connected to the main power supply, therefore, the reported charging failure was not reproduced. Review of the battery logs found no abnormalities with the internal battery. Review of the device data logs revealed that the battery charge decreased while the device was connected to the ac power supply. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device failure to charge its internal battery was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery while connected to a main power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery while connected to a main power source. There was no patient injury reported as a result of this incident.